Event description:
It was reported that during an implant procedure a lead had high impedances. The lead was reinserted and setscrews were retightened but it did not resolve the issue. The lead was replaced with a new lead intraoperatively, and everything worked "perfect." The lead was being sent back for analysis by the manufacturer's representative. No patient injury was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3093, lot# v941267. Product type: lead. (B)(4).